Event description:
Pt reported that a comparison between their surestep meter and a hcp meter was 117 mg/dl (ss) and 250 mg/dl (hcp) respectively (53% diff.). In addition, the pt had feelings of numbness (at the time pt's ss meter read 117 mg/dl). No other symptoms were reported. There was no allegation of harm.